Event description:
It was reported that there was an error code 1261 at boot up then alarming error 1260. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 UDI number. D9: date returned to mfg 5/9/2024. One device was returned for evaluation. Visual inspection revealed the front housing was cracked on the bottom corner and the downstream sensor and upstream sensor seal were contaminated. The event history log was unable to be downloaded due to alarm message error code 1260 on the pump display. Functional testing was able to replicate the reported issue; found mpu board was inoperable and also found rear/front housing were non-OEM. The most probable cause was determined to be the faulty mpu board and non-OEM housing. The device was not repaired due to the non-OEM product. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.